Manufacturer narrative:
Serial number is unknown at this time and will be provided with follow up report when received from customer.

Event description:
It has been reported that the device is draining batteries.